Manufacturer narrative:
Date of event: the best estimate is (B)(6) 2017. The lens was implanted and therefore unknown if explanted. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the doctor noticed two small spots on an intraocular lens, model zcb00. No further information was provided

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.